Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative. Rep reported that patient is experiencing altered mental status/confusion and it is unknown when this started. Rep reported that implantable neurostimulator depleted abnormally as the settings were programmed on contacts that had a short circuit. Rep reported that implantable neurostimulator was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that replacement implant resolved high impedances and altered mental status.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is hospitalized with a return of symptoms, believed to be due to the implantable neurostimulator (I ns) potentially reaching end of service (eos). The manufacturer representative reviewed the battery and measured it at 2.6v, while the eos trigger point is 2.2v. Longevity calculations were performed based on the settings of 3-2-1+, 3.7v, 60pw, and 100hz, with impedance values recorded as follows (in ohms): c/0 3284, c/1 477, c/2 761, c/3 478, 0/1 2895, 0/2 3300 (?), 1/2 546, 1/3 low, and 2/3 546. Therapy impedance could not be obtained. Longevity estimates indicated the following: for 1000 ohms, eri at 4.59 years and eos at 4.84 years; for 750 ohms, eri at 4.03 years and eos at 4.28 years; and for 500 ohms, eri at 3.07 years and eos at 3.32 years. The representative determined that the ins likely shut off in late april 2025, as the patient used the ins 100% of the time on this group in february and march. The caller plans to discuss next steps for the patient with the managing healthcare provider.